Manufacturer narrative:
Imagery was received from the facility for evaluation, and the following was observed: severe central aortic insufficiency is present. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central leak worsening was confirmed through provided imagery evaluation and medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 8 years, 4 months, 5 days post tavr procedure with a 26mm sapien xt valve with a 26mm homograft (23 year prior), the patient presents an increase in palpitations, shortness of breath, and leg edema. Tee shows severe central regurgitation'. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to insufficient information a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), approximately 8 years, 4 months, 5 days post tavr procedure with a 26mm sapien xt valve with a 26mm homograft (23 year prior), the patient presents an increase in palpitations, shortness of breath, and leg edema. Tee shows severe central regurgitation. The patient underwent a valve in valve procedure with a 26mm sapien 3 resilia valve.

Manufacturer narrative:
Investigation is still ongoing.